Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
A complaint was received regarding a conector microclave clear, that expereinced no flow during patient use. There were no adverse consequences. It was reported that the connector was connected to a three-way valve to the patient and the connector did not allow the medication to flow. The product's condition at the time of the incident was during anesthesia induction in the patient. It was also reported that the connector was removed and replaced.

Manufacturer narrative:
Device received on 10/6/2025. Investigation summary. Received one (1) used. List #lat-mc100, conector microclave¿ clear; lot #14224614. One (1) used. List #unknown, 4-way stopcock; lot #unknown. One (1) used. List #unknown, 10ml syringe; lot #unknown. No visual damages or anomalies were observed. The reported complaint of no flow could not be confirmed. The returned sample was tested and met product specifications. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.